Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 12-jan-2021. The most recent information was received on 18-jan-2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 627441) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), arrhythmia ("arrhythmia"), dizziness ("dizziness"), tooth disorder ("dental problems"), sinusitis ("sinusitis"), arthralgia ("joint pain"), gastric disorder ("serious gastric and intestinal problems"), gastrointestinal disorder ("serious gastric and intestinal problems"), disturbance in attention ("concentration problems") and memory impairment ("memory problems"). Essure treatment was not changed. At the time of the report, the pelvic pain, arrhythmia, dizziness, tooth disorder, sinusitis, arthralgia, gastric disorder, gastrointestinal disorder, disturbance in attention and memory impairment outcome was unknown. The reporter provided no causality assessment for arrhythmia, arthralgia, disturbance in attention, dizziness, gastric disorder, gastrointestinal disorder, memory impairment, pelvic pain, sinusitis and tooth disorder with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jan-2021: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 12-jan-2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 627441) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), arrhythmia ("arrhythmia"), dizziness ("dizziness"), tooth disorder ("dental problems"), sinusitis ("sinusitis"), arthralgia ("joint pain"), gastric disorder ("serious gastric and intestinal problems"), gastrointestinal disorder ("serious gastric and intestinal problems"), disturbance in attention ("concentration problems") and memory impairment ("memory problems"). Essure treatment was not changed. At the time of the report, the pelvic pain, arrhythmia, dizziness, tooth disorder, sinusitis, arthralgia, gastric disorder, gastrointestinal disorder, disturbance in attention and memory impairment outcome was unknown. The reporter provided no causality assessment for arrhythmia, arthralgia, disturbance in attention, dizziness, gastric disorder, gastrointestinal disorder, memory impairment, pelvic pain, sinusitis and tooth disorder with essure. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.